Event description:
The facility returned the device for service. During service testing, baxter service technician reported that the device underdelivered. Information was not provided regarding whether or not there has been any patient incident involving the pump since the last baxter service event.